Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a solyx and cystoscopy procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient had experienced an unspecified injury. During the procedure, it was found out that the patient had a slight cystocele.